Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that "the connector is blown". Device was not used in surgery. There was no injury. There was no additional information provided.